Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of menometrorrhagia ("menometrorrhagia") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depressive disorder, hypothyroidism, sleep apnea syndrome, sleeve gastrectomy, parathyroidectomy and vaginal delivery. Concurrent conditions included adenomyosis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), amnesia ("memory loss"), hypothyroidism ("hypothyroidism") and pruritus ("pruritus"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy via vaginal route). Essure was removed on (B)(6) 2017. At the time of the report, the menometrorrhagia, fatigue, amnesia, hypothyroidism and pruritus outcome was unknown. The reporter considered amnesia, fatigue, hypothyroidism, menometrorrhagia and pruritus to be unrelated to essure. The reporter commented: removal of essure was performed with hysterectomy and bilateral salpingectomy via vaginal route. Removal of essure was performed on patient's request. Reporter stated that essure removal was not the primary reason for the surgery, but it was performed secondary to other gynaecological surgery , i.e. Hysterectomy due to adenomyosis. The reporter did not consider that essure caused or contributed to the occurrence of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.